Event description:
Leak in tubing that runs between IV (intravenous) catheter and the end piece of catheter was discovered after patient was poked and blood started dripping out of the end of the defective tubing. It appears tubing was fused next to end piece instead of running into end piece.